Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event: the catheter was unpacked and preparation was performed. When the wire was inserted, a resistance was felt, and when the wire was replaced, the second wire initially had little resistance. The procedure was performed, but resistance appeared after finishing the application from lspv to lipv. Rpv was performed as planned, but after the procedure, the doctor requested that the catheter be retrieved for inspection. It was retrieved and reported the findings. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller. Ablation catheter use. Other used.

Event description:
Event: the catheter was unpacked and preparation was performed. When the wire was inserted, a resistance was felt, and when the wire was replaced, the second wire initially had little resistance. The procedure was performed, but resistance appeared after finishing the application from lspv to lipv. Rpv was performed as planned, but after the procedure, the doctor requested that the catheter be retrieved for inspection. It was retrieved and reported the findings. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller. Ablation catheter used. Other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.10 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device does not meet user expectation" appears to have impacted on the event as reported. The root cause is "unconfirmed: no problem detected". The classification as reported was "functional: advancing issue" however upon inspection there was no evidence of a kink on the returned guidewire. The classification as analysed was determined to be "no product defect: no product defect". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.